Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the atrial lead exhibited failure to capture and variations in p wave sensing. X-ray found that the atrial lead was dislodged. No interventions were performed. The patient was in stable condition.